Manufacturer narrative:
The carefusion fse was unable to duplicate complaint. He checked with his circuit and performed a circuit calibration and performance checkout. Paw=21, deltap=60 w/o humidifier. All is ok.

Event description:
The following description of the event was received from carefusion fse on (B)(6) 2014. The carefusion fse was onsite and the reported that they could not pressurize the unit above 33 cm. There was no indication that the patient was harmed.